Event description:
It was reported that the charging pad for the ilet bionic pancreas did not function, as the indicator light did not turn on despite attempts with multiple outlets, and a replacement charging pad was shipped. Investigation of this case revealed a suspected malfunction of the external charging pad with failure to power or indicate charging. No adverse clinical effects during the event reported. Outcomes included no impact on the user¿s health. It was concluded that the event involved a non-functioning accessory charging component, and replacement was provided.